Manufacturer narrative:
(B)(4): the total daily insulin deliveries correctly reflect programmed basal rates. There was no activity outside normal use observed in black box. There was no data in the black box from time of the reported low blood glucose due to continued use.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. The pump settings were reviewed with the pt and confirmed as accurate. The pt reported that she recently began experiencing episodes of hypoglycemia after her physician increased her insulin dosages. Following the hospitalization the pt's certified diabetes educator decreased the pt's insulin dosages, and the pt has continued to use the pump with no reported subsequent events. No conclusions can be made at this time.

Event description:
It was reported that the pt was hospitalized for hypoglycemia.